Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited a low, out-pf-range right ventricular (rv) pacing lead impedance measurement measuring, less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. This resulted in a lot of episodes with noise. The device was re-programmed to aai and impedances measure between 200-300 ohms. Technical services discussed bringing in the patient for an evaluation and full lead test. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this device was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a low, out-pf-range right ventricular (rv) pacing lead impedance measurement measuring, less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. This resulted in a lot of episodes with noise. The device was re-programmed to aai and impedances measure between 200-300 ohms. Technical services discussed bringing in the patient for an evaluation and full lead test. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited a low, out-pf-range right ventricular (rv) pacing lead impedance measurement measuring, less than 200 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. This resulted in a lot of episodes with noise. The device was re-programmed to aai and impedances measure between 200-300 ohms. Technical services discussed bringing in the patient for an evaluation and full lead test. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this device was explanted and replaced, and the right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.